Event description:
Pt presented to healthcare professional with fever 102 f one-month post implant. Pt also had increased rigidity and the pocket incision was leaking. Drainage and csf were cultured and found to have staph aureus. Device was explanted, pt rec'd antibiotics and has since recovered.